Manufacturer narrative:
Eval - method - the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2006. It was reported that the pt lost stimulation and the ipg appeared to not be taking a charge. A replacement charger was tried with no success. The ipg was replaced on (B)(6) 2009. Follow up on the pt found that no further issues have been reported. The ipg was not returned to ans for eval. No further info is available.